Event description:
A malfunction was reported by the customer, who experienced an issue with her pump, indicated as malfunction 16. There was no reported impact to the customer's blood glucose level. The customer was uncertain about the next steps to replace the pump, and technical support attempted follow-ups via email to address the situation and close the case.